Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that came down with note that said error needs calibration, did check out and it failed the force accuracy test, sending in for repair. No patient harm.